Manufacturer narrative:
Device passed displacement test and self test. Pump error 4 and error 63 alarm confirmed in the pump history file due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had multiple error alarm. Customer's blood glucose level was unknown at the time of incident. Customer stated that they were unable to clear the alarms. The insulin pump will be returned for analysis.